Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient presented with a red and inflamed ipg site, but the pocket was not reported to have opened or have any draining. The patient was prescribed antibiotics. Follow up identified the physician determined the issue was a hematoma at the ipg site. The issue has since been resolved.